Event description:
It was reported that during a percutaneous coronary intervention (pci), removal difficulties occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 0.014inch non-bsc ivus catheter was advanced on a 185cm kinetix guide wire. When withdrawing the ivus catheter it got stuck on the kinetix guide wire and the devices were removed as a unit. Once outside the patient, the two devices were separated however it was noted that approximately 2mm of distal part of the kinetix guide wire broke off and was located at the guide wire exit port of the ivus catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci), removal difficulties occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 0.014inch non-bsc ivus catheter was advanced on a 185cm kinetix guide wire. When withdrawing the ivus catheter it got stuck on the kinetix guide wire and the devices were removed as a unit. Once outside the patient, the two devices were separated however it was noted that approximately 2mm of distal part of the kinetix guide wire broke off and was located at the guide wire exit port of the ivus catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the kinetix device revealed severe damage to the distal tip. There were several kinks through the hts (high torque sleeve) and in the distal 4 inches of the wire. It was also noted that the very distal tip of the device was not present. One of the internal components could be seen pulled through the hts just proximal to end of the wire. During analysis the hts was cut back and removed. This confirmed that the coil/corewire/ribbon (ccr joint) was fully intact and that the component which could be seen pulled through the hts at receipt was the proximal end of the ribbon (from the ccr joint). The unit was sent to the analytical laboratory for sem (scanning electron microscopy) imaging which revealed that the ends on both the inconel ribbon and nitinol core wire showed evidence of being cut and no evidence of a fracture. The tin and silver from the solder were present at the end of both the ribbon and the core wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).